Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was dislodged intermittently. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 156 mg/dl.